Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The reported complaint of failing accuracy -9.35% was not confirmed as pump tested within the published specifications that are indicated for function. The complaint could not be duplicated, therefore no fault found. Device passed all functional testing.

Event description:
It was reported that during testing the device delivery test result was -9.35%. No patient involvement reported.